Event description:
Attorneys report of the pt's body gave rise to a recurrence of his hernia causing him severe pain. After less invasive methods failed to resolve the symptoms, the mesh was explanted. During the surgical procedure, the surgeon noted that the patch had "essentially wrinkled up."

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While recurrence is a know adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.